Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer number: 1627487-2022-03298. It was reported the patient experienced high impedance on l2, and l3. During the procedure the physician was unable to place the l3 lead at the proper position, therefore it was left in place. As a result, only the l2 lead was explanted and replaced to address the issue.